Event description:
It was reported that high capture thresholds causing pectoral muscle stimulation were noted on the right ventricular (rv) lead. The rv lead was capped, and a new rv lead was implanted on (B)(6) 2022. There were no adverse consequences to the patient.